Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: shocks after implantable cardioverter-defibrillator implantation in idiopathic cardiomyopathy patients: a myocardial biopsy study. Heart and vessels. 2018; 33(2):205-211. Doi: 10.1007/s00380-017-1041-0 . If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information about implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patients received inappropriate shocks. Additionally the article reports patient deaths from unknown causes. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.